Event description:
It was reported that approximately one year and five months post dialysis catheter placement, the device allegedly showed up narrowing of the external tube at the clamping zone. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 24cm equistream d/l catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. During visual evaluation, both the extension legs appeared milky white, but considered incidental as this might have been the color of the medication injected through the catheter as the milky white color washed away upon flushing the catheter during functional evaluation. Further a complete circumferential break was noted 2.3cm from the distal end of the bifurcation which is also considered incidental as this might be a cut from the clinician to remove the catheter. The investigation is confirmed for the reported deformation issue as kink was noted on both the extension legs proximal to the clamp. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2021), g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a dialysis catheter placement, the hcp noticed a narrowing of the external tube at the clamping zone. It was further reported that the catheter is still in use. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2021).